Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a rep. It was reported that the patient's 0-7 lead was out with high red impedances. They were reprogrammed using the 8-15 lead only. No falls or injuries were reported. No revisions were planned at this time. The issue was reported to be resolved.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's entire system was replaced; both leads and battery, per physician request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances and the patient was not getting relief on their right side. The rep did a connectivity check which showed all red on 0-7 and impedances were all off except 2 and 5. It was unknown what factors may have led to the issue. The rep reprogrammed the ins using just the 2 and 5 on the 0-7 lead and spanned programming on the 8-15 lead. The rep said the patient was able to feel stimulation on both sides. It was unknown if the issue was resolved the at time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #703191071:analysis information -- 2021-03-01 12:54:38 cst pli# 30 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H6.evaluation result code 213 does not apply. Evaluation method code 4114 does not apply. Continuation of d10: product ID 977a260 lot# serial# va1msct042 implanted: (B)(6) 2018 explanted: h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found the lead outer body insulation was melted. Product type lead product ID 977a260 lot# (B)(6) implanted: (B)(6) 2018 explanted: product type lead h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found all 8 conductors were broken 43.8 cm from the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.